Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. Correction to h6: type of investigation and investigation findings. H6: type of investigation: b17 will be omitted, replaced with b15. H6: investigation findings: c20 will be omitted, replaced with c13. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed that one portion of the stopcock was separated. Due to the nature of the returned sample, no additional tests could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set large bore 4-way stopcock manifold extension set broke and caused a leak. This was further described as the tubing broke off at a connection joint in the three (3) port manifold causing the piece to be lodged in the tubing. This resulted in a leak of medication. The unspecified medication was not a chemotherapy drug. There was no contact of medication with the patient or staff. This was identified during an unspecified process step while in use on a post-anesthesia care unit patient. The patient was not a pediatric patient. There was no patient injury or medical intervention associated with this event. No additional information is available.